Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. The complaint states that the patient reported a low transmitter battery. Data was provided for evaluation. The reported allegation was not confirmed by data, but the data evaluation confirmed a permanent loss of connection. The root cause could not be determined post-investigation. Based on the findings of permanent loss of connection, this issue has been upgraded from non-reportable to reportable.